Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The navigation system was not displaying the views the surgeon expected. The issue occurred during planning. The trajectory 1 and trajectory 2 swapped when the surgeon switched between plans. Neither image showed an axial view. The image used was from a pre-operative CT scan and intra-operative point merge for spine. The c2/c1 transarticular screws were planned. The issue was suspected to be due to the patient scan not being in an orthogonal or axial format. The issue resulted in a one hour or longer procedure delay. The procedure was completed; imaging and navigation were aborted. There was no impact on patient outcome. No further information was provided. No complications were reported/anticipated.